Event description:
The customer complained false negative reactions of different antibodies with biotestcell 3. She reported the missing of the antibodies during a validation study. The missed antibodies had the following specificities: 5 x anti-e, 2 x anti-d, 1 x anti-c, 2 x anti-k and 1 x anti-jk(a). Customer sent us 7 of the 11 missed antibodies but not the complained lots of reagent red blood cells biotestcell 3 (lot 7051011/date of event (B)(6) 2011, lot 7051021/date of event (B)(6) 2011, lot 8103021/date of event (B)(6) 2011 and lot 8103021/date of event (B)(6) 2011). The antibodies were tested with the retention samples of biotestcell 3 on tango in the quality control laboratory and reacted negatively. Furthermore the antibodies were tested in the gel method: they reacted negatively except one anti-d which reacted weakly positive. Addition tests in enzyme and peg (polyethylene-glycol) method were performed to confirm the weakness of the antibodies. In quality control laboratory, a study was performed to confirm the correct function of affected lots of reagents. Therefore, weak antibodies of different specificities were processed in twofold serial dilutions on tango. All positive and negative reactions were correct.